Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to advance the stylet through the right ventricular lead despite multiple attempts. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal conductor was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet, the stylet was not in the lead. A fresh 14-58 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. The distal conductor is distorted in the connector leg due to over rotation of the helix. If information is provided in the future, a supplemental report will be issued.